Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous graft in the severely calcified unspecified vessel. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at about 10 atmospheres, the balloon ruptured. The physician stated that there was a possibility that the issue occurred due to severe calcification. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the tip section of the device. A longitudinal balloon tear was identified in the balloon material. The tear was identified 36mm proximal to the tip and extended 81mm proximally along the balloon material. The shaft of the device within the balloon was kinked. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous graft in the severely calcified unspecified vessel. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at about 10 atmospheres, the balloon ruptured. The physician stated that there was a possibility that the issue occurred due to severe calcification. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.